Event description:
It was reported that patient had ineffective therapy, and that stimulation was never effective. Surgical intervention took place where the system was explanted to address the issue. It is unknown the exact date of explant, and it was reported that the patient had competitor leads. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 2321, UDI: (B)(4), serial: (B)(4), batch: 7127715."